Event description:
It was reported that the left ventricular lead was repositioned years ago due to diaphragmatic stimulation and now the patient still has diaphragmatic stimulation. The lead was now capped and not revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.